Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor encoder signal out of phase. The device was received with cracked case at display window corners and battery tube threads. Device was received with broken reservoir tube lip. Unit received with scratched lcd window. Device was received with corroded battery tube and battery cap contact. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was performed. The device was returned for analysis.